Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2019-00753; reference MFR. Report# 1627487-2019-00754. Further follow-up indicates the patient had their system replaced.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2019-00753; reference MFR. Report# 1627487-2019-00754. Further follow-up indicates therapy was restored postoperatively

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2019-00753. Reference MFR. Report# 1627487-2019-00754. It was reported the patient's scs system is not providing therapy. Surgical intervention may be pending.